Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set had a hole approximately 6-10 inches below the spike and above the blue clamp resulting in a leak of solution on the floor. This was noticed during patient infusion of potassium phosphate. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. A visual inspection was performed, and a hole in the tubing was observed. A slide clamp special test was performed under water, and no breaking bubbles were observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.